Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to charging difficulties. The explanted ipg was discarded by the treating facility. Following the replacement procedure, the patient is reported to be recovering well postoperatively.

Manufacturer narrative:
Block b3: approximate date, the device issue began in march 2026. Block d2b: additional pro code selection that applies to the indication of this device - qrb.